Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 2/26/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #(B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Initial report mention "the threads were quite fragile." Please clarify how many devices demonstrated the alleged deficiency on each involved patient event? If this event occurred in multiple procedures, please provide information requested above for each patient event. A)have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). B)what are the procedure name(s) and date(s)? C)what is the quantity involved per procedure was there any adverse patient consequence(s).

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the threads were quite fragile and broke to the minimum effort. No adverse patient consequences were reported. Additional information was requested.